Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed a leak from a cracked flowcell assembly at port 5. The fse replaced the flowcell assembly to resolve the leak. The fse also found the upper median angle light scatter (umals) offset high. The fse replaced the faulty mals sensor to resolve the issue and verified the repair as per established procedures. Failure mode of the leak is attributed to a cracked flowcell at port 5 and failure mode of the high umals offset is a faulty mals sensor. (B)(4).

Event description:
A field service engineer (fse) discovered an unknown amount of fluid leaked inside the unicel® dxh 800 coulter® cellular analysis system while at the customer's site to perform a scheduled service visit. The fse stated that the leak was contained within the instrument. The operator was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.